Event description:
It was observed during the device evaluation that the colonovideoscope had corrosion in the air/water (aw) nozzle. There were no reports of patient involvement.

Manufacturer narrative:
Malfunction was found. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. .